Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 2000 mcg/ml (500 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. Per the physician's office report, the patient had a catheter revision with a new catheter placed on (B)(6) 2015 (refer to manufacturer report 3007566237-2016-00299). Following the replacement, the patient developed high fever and fluid collection over the pump pocket site. No troubleshooting was performed. The physician took the patient to surgery and the patient's pump and catheter were explanted on (B)(6) 2015 due to infection. The pump and catheter were discarded by the customer. A culture from the catheter site was positive for pseudomonas aeruginosa. After surgery to explant the pump and catheter, the patient was admitted to the hospital for IV antibiotics for the infection and started on oral baclofen and valium for spasticity. The patient was discharged from the hospital on (B)(6) 2016. The patient had been scheduled for pump and catheter re-implantation on (B)(6) 2016. The issue was resolved at the time of this report. Patient status at the time of this report was alive with no injury. Additional information was requested regarding drug information, patient medical history, and the cause of the infection. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4) on (B)(6) 2016. The physician reported that the patient was a long term user of intrathecal baclofen, with good relief of spasticity. In 2015, the patient underwent a baclofen pump replacement, complicated by catheter malfunction, and pump pocket infection. After reimplantation, the patient was gradually weaned from oral baclofen and was utilizing intrathecal baclofen for the most part.